Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has been intermittently been harder to press to turn the pump screen on. Blood glucose was not impacted. After plugging the pump into a power source, the pump features were accessible. The customer was to continue to use the pump for insulin therapy; however, had insulin injections available if necessary.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.